Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's product investigation laboratory(pil) for service., a "ventilator inoperative" code related to err_pressure_failed was found in the ventilator's downloaded error log. Additionally, the device's board was faulty, and evaluation found a clogged etched disk. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported.